Event description:
The patient claimed the animas insulin pump has intermittent power issues. The subject pump allegedly will reboot after a power loss and default to the factory time/date. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history indicated no power on resets. There were no alarms related to the complaint in the pump alarm history. There was no damage found to the battery cap or battery compartment. The returned battery cap was found to be within specification. The pump was exercised for 24 hours with the returned battery cap with no power issues. The rewind, prime and load steps were successfully performed on the pump. The pump cover was removed and there was no moisture or damage found to the battery flex or power circuit. The reported power complaint, was unable to be duplicated during investigation. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery and the internal battery was found to be leaking. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the keypad was found to be torn around the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.